Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause could not be determined. However, it is likely that due to poor watertightness of cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a loss of water-tightness in the cable unit. There were no reports of patient involvement.